Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. E1. Zip code extension was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the reported controller failure alarm was undetermined due to the inability to reproduce the issue.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported their automated impella controller (aic) was having a controller failure alarm. The aic was swapped to resolve the issue. No patient harm has been reported.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.